Event description:
It has been reported that one bd plastipack¿ syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: syringe with dirt. The customer had discarded the sample because it was filled with drug. The product does not had any contact with the patient.

Manufacturer narrative:
H.6. Investigation summary: DHR evaluation was reviewed and no occurrences potentially related to the occurrence was observed. Also was performed a evaluation on the productive process to the follow: ¿ analysis of productive raw material: bd suppliers are audited and qualified according to the procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and also the conditions of their packaging. The components used in the complaint product are molded into the bd in a controlled production environment. Only the packaging material is of external origin. ¿ good manufacturing practices: the operators receive guidelines on good manufacturing practices according to quality procedures related to cleaning and conservation of the factory, with cleaning and sanitation actions of the established manufacturing areas, procedures on hygiene and hygiene, which state that only (touca, touca joana d'arc, jaleco) and after the hygiene of the hands to avoid contamination. The use of correct paramentation inhibits the possibility that some external dirt is carried into the productive area. In addition, food is not allowed in the productive area, avoiding accumulations of food residues that may attract insects. ¿ manufacturing process analysis: during the batch manufacturing process no record of any occurrence of the strange matter defect was identified. During the manufacture of this lot, visual inspections were carried out with pre-determined frequencies, which aims to ensure that the product meets the specification without presence of any foreign matter in all manufacturing stages. All the equipment has enclosures that aim to increase the protection of the products to the contaminations throughout the productive process. The photo provided by the customer, was evaluated and it was possible to observe suspended particles inside the liquid of the syringe. However after the photo evaluation and batch review it was not possible to determine the source of the occurrence. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd plastipack¿ syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: syringe with dirt. The customer had discarded the sample because it was filled with drug. The product does not had any contact with the patient.